Manufacturer narrative:
(B)(4). The excor blood pump sn (B)(4) was used from (B)(6) 2013 for 8 days. The MFR of the blood pump reviewed the production records of the excor blood pump sn (B)(4). This pump was produced according to the spec and no abnormalities were found in the records. Visual inspection of the returned blood pump confirmed the customer observation. There were some droplets of fluid between the blood side layer and the middle layer of the triple layer membrane. The integrity of the returned blood pump was tested by pressurization. No leakage could be detected. After opening the returned blood pump the blood side layer and also the air side and middle layers of the triple layer membrane were tested for their integrity. No leakage or damage in any one of the membrane layers could be detected. The droplets of fluid that were observed were encapsulated between blood side membrane and the middle layer and it did not appear that the droplets of fluid were in contact with the blood. The cause of the droplet formation was not found. The amount of fluid found was insufficient for analysis to identify the type of fluid. The eval of the blood pump sn (B)(4) shows that no performance limitations or damage was present. All three layers of the membrane were intact. It cannot be determined how the droplets of liquid could have reached the space between the membranes. (B)(4).

Event description:
Site contacted (B)(4) to notify that it is observed that there is a clear fluid in the pump, located on the inner surface seen where the membranes connect to the pump housing. (B)(4) visited the site to observe this phenomenon in person (local). (B)(4) observed the phenomenon as well. It appeared to be "condensation" in the space between the blood membrane and the air membranes. As the lvad (sn (B)(4)) was tilted up, some of this fluid collected on the inferior most aspect of the "ring" of the pump. It created approx 15mm by 3mm "pool" that was mobile within this space. No moisture was seen on the air side of the pump or in the drivelines. It was decided by the clinical team to exchange the lvad. It was noted by the clinical staff that the pt had been on an excursion outside (90 degrees f, 65% humidity, 30.06"hg) earlier that day. Upon preparing for the lvad exchange, it was observed that the same condition could be seen on the rvad (sn (B)(4), 3004582654-2013-00025). The clinical team decided to exchange both vads. The settings on the ikus at the time of this event were l/200/-30/72/40%, r/140/-30/50/45%. No change in pt condition or pump function was observed during this event (per (B)(6), md).